Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-17297. Related manufacturer reference number: 2017865-2021-17299. It was reported that pacemaker, right ventricular lead and atrial lead were explanted due to infection. The patient condition is unknown.